Event description:
It was reported that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Downstream occlusin alarms were confirmed and were determined to be caused by a failed force sensor assembly. The failed force sensor assembly was replaced.